Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the nurse that the customer had a high blood glucose level. The customer's blood glucose level was 400 mg/dl. The nurse states that the customer treated for the high blood glucose with manual injections. Also customer had been off pump therapy. Troubleshooting was not performed. No further information was provided.